Manufacturer narrative:
Follow-up #1: date of submission 06/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2015 with the following findings:there were no visible lines through the display. The complaint of lines through the display could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: the display screen was dim, fading, and discolored; the battery compartment was cracked in two places; there was moisture inside the battery compartment; leak testing revealed a battery compartment leak; the bolus button cover was torn; the contrast, up arrow, and down arrow keypad buttons were unresponsive; there was evidence of contamination found under all button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.